Manufacturer narrative:
Exemption number: e2014018 . Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). User notice that there is a hole in sterile packaging before use.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found several points of damaged at the packaging. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably related to an improper transport or storage of the product. Rational: according to the quality standard and DHR files, the product has been distributed in a condition complying with our specifications. Most likely the product was damaged by an improper transport or storage. It is not clear when this damage occurred exactly. These several points of damage are clearly visible and the instrument should not be used according to the instruction for use. No CAPA is necessary.